Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure and during the procedure, the inflatable bone tamp (ibt) ruptured at 200 psi. According to the report, the patient had no known allergy to the contrast and no fragments were left behind. No other complications were reported and the procedure was completed successfully using a new balloon.

Manufacturer narrative:
(B)(4). Product analysis: visually confirmed balloon tear upon examination of the returned instrument. No material or functional defects on catheter were identified. Approximately ~270 degree radial rupture at balloon peak. Inflation appears to have been preferential. The above observations are consistent with contact with bone splinters during usage.